Event description:
The customer reported that they did not receive a red alarm for a drop in spo2 value.

Manufacturer narrative:
(B)(4). The customer reported that they did not receive a red alarm for a drop in spo2 value to 80%. The limited available info is not sufficient to support that there was a health risk or any malfunction. In abundant caution, we will report this as a malfunction. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed.